Event description:
It was reported stimulation turn off sporadically and then a surge is felt. It is unknown if this occurs when in a certain location or certain location. The patient wants the ipg replaced. Follow-up revealed a surgeon referral was given to the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.